Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the guidewire. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Ablation of the left inferior pulmonary vein (lipv) was successfully completed, but when the catheter was moved to the left superior pulmonary vein (lspv) while deployed to the flower shape it was found that the guidewire had become stuck in the catheter and could not be advanced or pulled back. The catheter was undeployed and the catheter was removed from the patient. The guidewire remained unmovable in the catheter while outside the patient. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported.